Event description:
Painful - vagina [vulvovaginal pain]. Painful - tampon [medical device site pain]. It¿s a bit painful when taking it out - tampon [complication of device removal]. Tampon expands [device physical property issue]. Cotton kind of separates [device breakage]. Case narrative: consumer reported via ratings/reviews that tampon expands and cotton separates during removal. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.